Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intraaortic balloon pump (iabp) had a blank screen/display. It is unknown under what circumstances the event occurred or if a patient was involved.

Event description:
N/a.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reports blank monitor. Could not duplicate, and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service.